Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service (eos) message was confirmed on the patient¿s controller. The patient is not receiving therapy and will likely require surgical intervention to resolve the issue.